Manufacturer narrative:
The device was returned in an opened plastic bag. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was retracted back to mid nozzle . No damage observed. The lens was returned outside the device in a non-company peel pouch, taped to the lens reply card. Solution was observed on the lens, possibly bss and a small amount of viscoelastic. The optic was cracked in front of the optic/haptic junction and at the haptic gusset area (still attached). This damage would indicate the lens/plunger were not in proper position for advancement. The photo attached appears to be of the returned product. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The root cause cannot be determined for the reported complaint. The optic was cracked in front of the optic/haptic junction and at the haptic gusset area (still attached). This may have been interpreted as the reported complaint. The optic was cracked in front of the optic/haptic junction and at the haptic gusset area (still attached). This damage would indicate the lens/plunger were not in proper position for advancement. The instruction for use (IFU) instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during the cataract surgery with intraocular lens (iol) implant procedure, iol found to be damaged and cracked optic and haptic, which was only visible when the iol was injected inside the eye. The physician decided to extract the said lens by extending main incision. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. A photo was provided of a single-piece natural lens on a black background. Solution was visible on the lens, possibly bss, does not appears to be viscoelastic. The damage was indicated to be the trailing optic/haptic. The optic is cracked in front of the optic/haptic junction and at the haptic gusset area (still attached). This damage would indicate the lens/plunger were not in proper position for advancement. The manufacturer internal reference number is: (B)(4).